Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus for inspection, the event cannot be confirmed and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope channels were precleaned with anioxide synergy 5. The scope channels and distal end were manually cleaned with anioxide synergy 5 and a pultru brush. The scope was not manually disinfected. Soluscope 4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln 5l detergent and soluscope paa 5l disinfectant. The scope was stored vertically in a storage cabinet with drying function. Olympus was used for repair and maintenance. The scope was not sterilized. The culture test was not carried out on the aer. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The olympus representative reported on behalf of the customer, all of channels were sampled and the evis exera ii duodenovideoscope had two (2) consecutive positive cultures. On (B)(6) 2021, a third culture was performed. The results were pending. The user reported no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier (B)(4).